Manufacturer narrative:
A ge svc rep performed an on site investigation. The plastic gear on the lateral potentiometer was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the table intermittently failed to move laterally. No report of pt or staff injury.